Event description:
While trying to access for dialysis treatment, nurse noticed blood leaking by the arterial hub, external. Further inspection showed a crack in the hub. Removed, replaced, no injury. No further information.